Event description:
It was reported that during the procedure of sleeve gastrectomy's, that after the third or fourth firing the stapler could not be reloaded. On the third firing surgeon tried the home button to make sure the knife had fully returned home but the new cartridge still would not fit in the jaws. A second device was used to complete each of the procedure.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2024 d4: batch # 388c10 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the shrouds and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The damage to the shrouds is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 388c10, and no non-conformances were identified. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No patient consequences or change in post-op care what is the most current patient health status? Normal